Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the ligation bands fell off from the mucosa multiple times. Since the problem recurred after multiple attempts, the patient refused to replace the ligator, and the procedure was not completed due to this event. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the ligation bands fell off from the mucosa multiple times. Since the problem recurred after multiple attempts, the patient refused to replace the ligator, and the procedure was not completed due to this event. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned without bands attached to it and the ligator housing teeth were found in good condition. Also, the handle had no marks of the trip wire indicating that it was not secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands falling off varix cannot be confirmed as this happened during the procedure. Upon analysis, the returned ligator housing had no bands attached to it, the handle had no marks of the trip wire indicating that it was not secured, and it was not pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as it was not pulled up to take up rest of slack. The IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." Additionally, the device was not used per the IFU as the trip wire was not secured into the handle slot and the IFU states, "secure trip wire in slot on handle unit." These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.